Event description:
The customer observed a falsely decreased sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l):sample ID (B)(6) initial result, on (B)(6) 2025, was 106, repeat results were 140 and 141 mmol/l. The patient was recollected, sample ID (B)(6), and the result was 138, repeat result was 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results while using alinity c ict sample diluent, lot number 77016un24, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the samples using the same lot of reagent and acceptable results were generated. In addition, the quality control was performing within the expected ranges. The sample was redrawn and yielded a normal result. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): sample ID (B)(6), initial result, on (B)(6) 2025, was 106, repeat results were 140 and 141 mmol/l. The patient was recollected, sample ID (B)(6), and the result was 138, repeat result was 139 mmol/l. There was no impact to patient management reported.